Event description:
...

Manufacturer narrative:
Clinical investigation:a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event of atrial fibrillation, rapid ventricular response, pulmonary embolus and subsequent death. The etiology of the event is unknown. Therefore, based on the information available, causality cannot be determined. The liberty cycler was not returned to the manufacturer for product investigation; therefore, there is no objective evidence that supports the liberty cycler malfunctioned and/or caused and/or contributed to the adverse event. Additionally, it is unknown if any relationship between the patients¿ comorbid conditions and subsequent death exists. The esrd death notification states the cause of death was pulmonary embolus. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018, a registered nurse (rn) called customer service regarding this (B)(6) male patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy requesting operational assistance disconnecting the patient line from the patient; as the patient was being actively ¿coded.¿ during follow-up on (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized following the event for atrial fibrillation and rapid ventricular responses. The pdrn reported the patient expired during the course of the hospitalization; however the cause of death was unrelated to dialysis. The esrd death notification was received on (B)(6) 2018 and listed the cause of death as pulmonary embolus, no secondary cause of death. The document indicated the patient last received renal replacement therapy on (B)(6) 2018, and withdrew from renal replacement therapy prior to their death on (B)(6) 2018. There is a noted discrepancy between the date of the intake call, and the patient¿s date of expiration listed on the esrd death notification. The file states the rn called to request operational assistance on (B)(6) 2018 (also confirmed by pdrn during a follow-up call on (B)(6) 2018), however the esrd death notification states the patient withdrew from rrt on (B)(6) 2018 and expired in (B)(6) 2018.